Manufacturer narrative:
Because antibiotics were prescribed and the tooth was extracted to preclude permanent damage to a body structure or permanent impairment of a body function and since allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material, this event is reportable per 21 cfr part 803. As of this request, the device has not been returned for evaluated and the lot number is not available for retained-product testing and/or DHR review. If the lot number is provided, evaluation results will be submitted as they become available.

Event description:
It was reported that a patient became red, began to swell, and experienced pain immediately after biopure mtad was inadvertently delivered into the soft tissue via a perforation in the root, during root canal treatment. As a result, the tooth was extracted and antibiotics (augmentin) were administered. One week later, it was noted that the swelling was still present and the doctor indicated an intention to prescribe anti-inflammatory and pain medications. The doctor also plans on recommending that the patient be tested for tetracycline sensitivity.